Event description:
I had essure implanted in 2010. Within a year I was diagnosed with adenomyosis. Started having heavy bleeding, blood clots. Menstrual cycle lasting 2 weeks or more. Swollen abdomen. Pelvic pain. With each year of having this in, the bleeding got worse.